Event description:
It was reported a cook endo 25 fna needle was opened and handed to the md. He inserted the biopsy needle through the scope and attempted to take a biopsy. The needle would not exit the tip properly. It had a lot of friction. The md requested another needle. Model # g31519 lot #1092005 exp date 03/18.